Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A missing end cap sticker, cracked display window, scratched lcd window and cracked battery tube threads noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin squirted out and the insulin pump alarmed during the infusion set change. The blood glucose reading was 14mmol/l, and the customer was treated with a manual injection. Troubleshooting was performed, and the drive support cap was protruded. Advised to discontinue the use of the device and revert to back up plan. No further information was provided.